Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 0079847. Regarding blood passing through the sides of the stopper to the back of a syringe during a profusion. Please advise f there have been any other complaints. This happened on 2 occasions. Customer saved 1 syringe.

Manufacturer narrative:
H.6. Investigation: no sample or photo was provided for investigation. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA#55639 was initiated for this issue.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 0079847 regarding blood passing through the sides of the stopper to the back of a syringe during a profusion. Please advise f there have been any other complaints. This happened on 2 occasions. Customer saved 1 syringe.